Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 1ml ll contained visible droplets. Verbatim: "large drops of presumably silicone oil are visible in the syringe. Collecting on the syringe cone (see photo attached). Approx. 30 pieces were found in which this is the case." Short description large drops can be seen in the unopened sterile syringe when did the incident occur? Before use.